Event description:
The pt was treated in 03/04 and kept in the hosp overnight due to unspecifed anesthesia related problem. The post-procedure ultrasound scan was normal. In 04/04 the pt was not feeling too well and was examined by the physician, as well as a cardiologist. No adverse conditions were observed, and the pt was sent home. Three days later the pt visited ER and reported shortness of breath. A pulmonary embolism was detected. The pt was hospitalized and placed on heparin drip and coumadin.